Event description:
General report received of an unspecified number of undocumented incidents of leaks of chemotherapeutic agents. The patients were receiving ifosfamide and mesna. After an unspecified length of time when the patients were ambulatory, the spikes of unspecified alaris tubing sets fell out of the containers and the chemotherapeutic agents leaked. The spills were cleaned up according to the hospital's protocol. The therapies were completed. There were no reported adverse effects to the patients or clincians. No medical interventions were required. Though requested, no additional information was provided.